Event description:
It was reported the patient had gained weight and the ipg may have been at an angle. The patient had difficulty charging the ipg, and a replacement charging system did not resolve the issue. The physician opted to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.